Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that recovered during internal decontamination. During further analysis significant residue and shaft wear on the upper shaft of gear 2 was found. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. Analysis concluded motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
It was reported that a pump motor stall occurred at 2pm on (B)(6) 2014 and was confirmed by telemetry. No motor stall recovery was reported in the event logs. The patient had not experienced any withdrawal symptoms and did not feel any worse than normal. The healthcare provider (hcp) noted that the patient was also on a fentanyl patch. The patient felt a little bit sore, but the hcp stated that it could have been due to the patient¿s physical therapy on the day of the report. The device system delivered hydromorphone and bupivacaine. It was later reported that the pump had a critical alarm and was not working. The patient was to have the pump replaced on (B)(6) 2014. It was later reported that the motor stall was intermittent; multiple stalls and recoveries had been recorded beginning (B)(6) 2014. The pump was programmed to minimum rate on (B)(6) 2014. It was later reported that the patient experienced loss of efficacy. The cause of the recurring motor stalls was unknown. The pump was replaced on (B)(6) 2014. The reporter stated ¿based on intraoperative observations, patient should be receiving effective therapy¿.